Manufacturer narrative:
The device was returned for an investigation. The reported event of unexpected shutdown was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the unexpected shutdown. After replacing the pcb, proper device operation was observed through functional and performance testing. Further root cause could not be determined.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.